Event description:
Same MFR as 6000089-2006-00866. It was reported taht 470 days index procedure the pt expired. The index procedure treated one target vessel. Target vessel #1 was a de novo, 90# stenosed, mildly calcified region of the proximal lad. The lesion was 3.5 mm wide, and 26 mm long. The physician predilated the lesion prior to placing one 3.5 x 20 mm taxus express2 stent and one 3 x 8 mm taxus express2 stent. There was no stent overlap. Residual stenosis was 0% after deployment. The pt was discharged one day after the index procedure receiving aspirin and plavix. The site reported that the pt expired from liver cancer 470 days post index procedure. In the opinion of the physician there was no relation to the taxus stents and the death. No autopsy was performed.